Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was able to be turned on after being connected to a power source. The customer's blood glucose (bg) level was impacted (458 mg/dl). A manual injection was delivered to correct elevated bg level. It was indicated that the customer had manual injections as alternate insulin therapy available.